Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: a review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the customer stated that the tube balloon, once placed, leaked inside. It could not be detected in the pre-insertion test. "The event occurred after minutes/hours of it was used. There was no injury, no intervention required."